Event description:
It was reported that this pacemaker patient experienced multiple syncopal episodes and presented to the emergency room. The device was interrogated and it indicated intermittent undersensing occurred on the right ventricular (rv) lead. All lead measurements were within normal limits. Boston scientific technical services (ts) recommended evaluating the rv lead, as an adequate safety margin was programmed. Subsequently, the rv lead was reprogrammed and the sensitivity was increased. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.